Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received inappropriate therapy from the cardiac resynchronization therapy defibrillator (crt-d) for atrial flutter with rapid ventricular response. The device was attempting to withhold therapy, however the ventricular rate was too fast and one shock was delivered for a device-classified fast ventricular tachycardia (fvt) episode. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up revealed no reprogramming intervention was done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.